Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient felt dizziness, so she called an ambulance and was transported to the emergency department where she was treated with unspecified glucose. The patient was observed for 7 hours before being discharged. At some point during the event, the cgm was reading 266 mg/dl and the blood glucose reading was 28 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.